Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample has been returned; however, eval has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported that the physician was anticipating dilating a tortuous and calcified superficial femoral artery (sfa) with a 5x10 pta balloon dilatation catheter. He placed a 7f 45cm sheath over the bifurcation. He advanced the balloon through the sheath without resistance. He was unable to deliver the balloon to the intended area of treatment due to poor tracking and balloon profile. The sfa was tortuous and heavily calcified. The balloon was therefore never inflated in the vessel. When the physician went to remove the balloon in order to try a smaller profile/diameter balloon, it would not re-enter the sheath. As he attempted to pull it back through the sheath, it caused the sheath to move backwards. In order to remove it, the balloon and sheath were removed simultaneously. Repeated attempts to remove the balloon through the sheath were made on the back table and the balloon eventually came out. No injury to the pt was reported.